Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going, no conclusion could be drawn. The device history record review reports that the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
It was reported that the small battery drive is not running. Facility confirmed that event was not intraoperative. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the small battery drive is not running could not be confirmed. The device was evaluated and the complaint wasn't substantiated. However it was discovered that the unit has sticky triggers, unusual noise, and failed cannulation test. This is most likely from normal use over time.